Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited an intermittent capture and low impedance measurements. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.